Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was freezing up. There was no patient involvement.

Event description:
The customer reported that the device was freezing up. The customer reported that the device was in clinical use.